Event description:
As reported by a field clinical specialist (fcs), it was a case of a 23 mm sapien 3 ultra resilia valve in the aortic position via transfemoral approach. The patient presented with severe calcium at the sinotubular junction (stj) and annulus measurements were 445 mm2. It was decided to go with a 23mm +2 ml. At the end of deployment, the balloon ruptured at area of the calcium in the stj. The valve was fully deployed and there was no patient injury. Once balloon was removed, it was inspected at the back table and a small rupture observed at the base of the balloon where it contacted the stj. The balloon was fully intact.

Manufacturer narrative:
The lot number is unknown. The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the balloon burst was not confirmed as the device was not returned. The available information suggests patient factors (calcification) and/or procedural factors (over inflation) likely contributed to the event as the customer reported that there was calcification within the stj and extra volume (+2cc) was used for deployment. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. In addition, overinflation can subject the balloon to higher pressure, which may increase the risk of balloon burst. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.